Manufacturer narrative:
Device evaluation: the cartridge has been returned and was evaluated by product analysis on 10/25/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was alleged that a pinkish red substance was floating in the cartridge. An additional cartridge from the same box had a yellow string. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.